Manufacturer narrative:
Event date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that the patient had constipation on (B)(6) 2018. This was solved, as they had a bowel movement that night. Additional information was received on april 3rd, 2018. It was reported that the patient had trouble going to the bathroom and got up a few times in the night. The patient wondered if the ins could have turned off on it's own. Troubleshooting attempts were made and the patient programmer showed stimulation was on. It was reviewed that stimulation had not turned off and the patient confirmed they have not been using the ins on/off buttons either. It was reported that there was no indication of the ins turning off at all. The patient increased from program 1 at 1.0 to 1.1v and confirmed therapy was comfortable. There were no further symptoms or complications reported or anticipated. Additional information was received on may 11th of 2018. It was stated that the patient reported that her reason for calling was because she doesn't think the ins implant was working. Patient explained that she had changed her nighttime pad about 2-3 times a night, changed her underwear, and sometimes mopped her bathroom floor. Patient stated that the ins implant worked for a little while off and on, but lately the ins had not been working at all. Clarification was asked to explain what patient meant by the ins "not working". Patient explained that she had not been getting symptom control of 50% or greater from the ins implant. Patient stated that it was weird because it worked at times and sometimes it did not. Patient stated she was on a new blood pressure medication and she did not know if that had anything to do with it. Patient stated she took it 3 times a day. Patient stated most of the time it was not working, like last night, every time I got up my pad was soaking wet, and usually what happened before I had this implant, I would wake up in the middle of the night and have a sudden urge to go to the bathroom, but I couldn't control it, so the pad got wet on the way to my bathroom, but now it¿s already wet. Patient was asked if the issue was since implant. Patient stated in the beginning, most of the time, patient woke up and the pad was dry, and then it just started the past week that the pad was soaking wet. Patient was asked is she had already tried making any setting adjustments. Patient stated that the stimulation was up to 3.0 v now, before it was 2.8 v. Patient stated she made increment increases of 0.2 and said she did not know how high the stimulation could go. It was reviewed that the stimulation can potentially go up to 8.5v but reviewed that the stimulation should never be uncomfortable for the patient. Patient reported that it was okay now but sometimes when she was laying on her back, there was a pin sticking in her rectum. Patient stated she did not know if this was caused by the stimulation. Patient had access to patient programmer. Patient stated that she did have a pp but declined to do any troubleshooting using the pp over the phone as the patient already knew how to use it. Patient stated she had not discussed programs with the hcp and will follow-up with the hcp. Patient described her symptoms prior to getting the implant as sudden. Patient called back on (B)(6) 2018 and stated she would like to know how to change the program. Patient stated she wet her pads last night. Patient was assisted with using pp and the program was changed from p1 at 3.0v to p2 at 1.0v. Additional information was received from the patient on may 29th, 2018. The patient reported that the device was not helping her at all. The patient reported that this began in (B)(6) of 2018, and almost immediately the device was not helping her. The patient stated that she changed to program 2 a couple weeks ago, but this seemed to increase her urination more than anything. The patient reported that she has wet pads and had to change her underwear and mop the bathroom floor. The patient stated that she was feeling depressed from the implant. The patient reported that this was worse now than before implant. The patient increased the stimulation one week ago. The patient stated that she cannot go too high because feels ¿like a pin in there¿. The patient was directed to their healthcare provider (hcp) to review different programs. Patient services reviewed the programmer. No further complications were anticipated/reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Patient repeated already reported information and mention that they wanted to go back to program 1 or 2 but encountered the low ins battery screen, had to change the batteries first and was successful to change them. Patient was on program 4 at 2.6v and changed to program 1 and set stimulation at 1.0 and patient stated they felt comfortable in their rectum. No further complications were noted or anticipated. See general text for omitted information.

Manufacturer narrative:
Date of event updated to (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from patient reporting that they didn't think the device has worked since they got it, not has it helped their symptoms. They stated they would flood if they sat for more than 1 hour. They did also have an infection and the healthcare professional (hcp) told them to take antibiotics. They go through a lot of number 7 pads and sometimes they wake up at night. Patient has tried the programs and on 1 of them, when they walk, they would feel like a needle in their rectum. They've had the device checked and was told it was in the right spot however the device was not helping and thinks the symptoms have worsened. They were going through 3 pairs of underwear at night and multiple gowns. During call, patient changed program from program 3 to program 4. Patient recommended to follow up with hcp if symptoms don't improve. No further complications were reported or anticipated.